Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pink slide did not move forward, but the cannula was visible. Pod was worn between 1 and 4 hours. It was noted that the patient was in the hospital. Attempts were made to contact the patient to provide additional information. Messages were left, but calls have not been returned.